Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin safety syringe. The customer states upon completing an injection; the nurse removed the needle from the pt, pushed the safety sleeve went flying off of the syringe leaving the unprotected needle. The customer further reports there was no extra resistance when extending the safety shield reported by the clinician prior to the safety shield detaching from the syringe.